Event description:
It was reported that the patient came in for an upgrade. It was noted that the old right atrial (ra) lead had chronically high capture threshold that had steadily been rising. The physician decided to extract the old ra lead and implant a new one. Even with the helix fully retracted the physician was unable to remove the ra lead. The physician decided to send the patient for a full extraction. The case was abandoned. The ra lead also showed signed of crush at the suture sleeve site. Impedance and sensing remained stable. The patient was stable.